Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. The device had cracked reservoir tube lip, cracked display window and cracked near the display window corners. The drive support cap was inspected and no anomaly noted.

Event description:
The customer reported being in the hospital in a diabetic coma. The customer stated that her attorney sent her a letter about the class one recall of the insulin pump. The caller stated that one time the device primed, but the insulin kept squirting out. Troubleshooting was performed, but insulin continues to drip after the motor stops during the manual prime process. Further troubleshooting was declined as customer did not want to waste insulin to see if the device functions. No further information was provided.